Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq system package was missing the test strips. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:30pm the alleged issue was discovered. The patient reported using no diabetes medications to manage her diabetes. The patient reported, in response to the alleged issue, on (B)(6) 2012 at 7:30pm, she had something more to eat or drink. However the patient reported 1 ½ hours later, she developed symptoms of 'shaky, sweaty, and blurred vision.' It is unclear if the patient associates these symptoms with high or low blood glucose. The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed there was no missing product in the system. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims due to the alleged issue, she was not able to test her blood glucose and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Correction: the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.

Manufacturer narrative:
(B)(4) - device evaluation: the retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.